Event description:
It was reported that there was an impedance alert on the right ventricular lead for low pacing impedance. Occasional noise was also seen on the lead. According to the representative who was at the device implant, the low impedance was a known issue, due to the y adaptor. The noise issues were also known. The right ventricular sensitivity was reprogrammed upon interrogation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 2872 adaptor, (B)(6) 2003; 4968 lead, (B)(6) 2003; 5076 lead, (B)(6) 2001. (B)(4).